Event description:
As reported: "perforation during atrial fibrillation. Physician performed a pericardial thoracentesis and the pt is fine. There is no sample return, sample was discarded." These were the exact words from the complaint.

Manufacturer narrative:
Device not returned for analysis. Once the internal analysis of traceability records associated with this lot is completed, a follow-up report to this MDR will be provided.